Manufacturer narrative:
(B)(4): the customer reported being unable to remove the shaking. A philips field service engineer clarified the issue as a defib failure cycle power message which could prevent the delivery of therapy. The power pca was replaced to resolve the issue.

Event description:
The customer reported being unable to remove the shaking.